Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent an umbilical hernia repair procedure due to hernia recurrence on (B)(6) 2015 and mesh was implanted. It is reported that the patient experienced persistent abdominal pain. The patient underwent another surgical procedure on (B)(6) 2016 and the mesh device, which was noted to be unincorporated, was removed. No additional information is provided at this time.

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6)2016 by dr. (B)(6) at (B)(6) due to adhesion.